Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they were having the device surgically removed on thursday. They were having it removed because their bladder did not fully empty. They thought it might help their bladder to empty and it hasn't. They didn't have incontinence bad or anything. The therapy has never helped their retention problem since the time of implant. They would check and each time their bladder was still retaining urine. It also gives them sciatic nerve problems since they had the stimulator. Walked caller through how to turn the therapy off for the removal surgery.